Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator/smart remote manager did not shut and light continued flashing green. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had a faulty latch. A field service engineer (fse) replaced the faulty latch and rebooted the station and customer tested functionality. The system functioned as intended after the field service engineer repaired the device.